Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be produced. The logs were checked, the batteries and connections were verified and the system was tested. It was discovered that the keyboard had sticking keys, the bulkhead usb and ethernet connectors were damaged. The damaged components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the imaging device was getting "initializing please wait" when the site booted the system. Both the mobile view station (mvs) and image acquisition system (ias) were booted up and they tried multiple reboots without resolve. The site representative did not know if this was discovered before a case and could not do any troubleshooting into the ias computer because she was not at the system when she called. There was no patient present when this issue was identified.

Manufacturer narrative:
The keyboard was returned to the manufacturer for analysis. Analysis found that the mobile view station (mvs) keyboard was tested using keyboardtester.com application online. Functional testing passed and all keys had an output when pressed. The mouse pad also functioned as expected. The "backspace" key was sticking when pressed. The keyboard was sticking. Analysis found that the reported event was related to a mechanical issue. The usb panel cable was returned to the manufacturer for analysis. Analysis found that the cable did not contribute to the reported issue. Visual inspection noted that the molding around the usb end of the cable assembly was damaged. The cable was physically damaged and did not interfere in the initialization of the system. The mvs ethernet cable was returned to the manufacturer for analysis. Analysis found that the ethernet cable did not cause or contribute to the reported issue. Visual inspection confirmed that the connector was damaged and does not seat appropriately. Analysis found that the reported event was related to physical damage. The ethernet panel coupler was returned to the manufacturer for analysis. Analysis found that the reported issue was unable to be co nfirmed. The part passed visual inspection. The adapter was used in line with a network cable and was able to maintain steady connection. There was no fault found with the ethernet panel coupler. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.